Manufacturer narrative:
Device is a combination product. A2 - age at time of event: 18 years or older. Device evaluated by MFR.: promus premier ous mr 16 x 3.00 mm stent delivery system catheter batch was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a crystallized substance all along the length of the hypotube. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. The device was sent to the material characterization lab for analysis of the substance present on the hypotube. The sample was identified as containing iodine. Iodine is known to be the main ingredient in contrast media used in the clinical setting for visualization of the coronary arteries during coronary artery angiography. No other issues were identified during the product analysis.

Event description:
It was reported that coating issue occurred. The target lesion was located in the proximal and middle of the right coronary artery. A 16x3.00mm promus premier drug-eluting stent was advanced for treatment. However, it was noted that the proximal and middle of the stent delivery shaft had large area of coating particulate matter. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that a coating issue occurred. The target lesion was located in the proximal and middle of the right coronary artery. A 16x3.00mm promus premier drug-eluting stent was advanced for treatment. However, it was noted that the proximal and middle of the stent delivery shaft had a large area of coating particulate matter. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.